Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing was observed due to possible atrial crosstalk or myopotentials. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.9cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.